Event description:
It was reported that the patient was experiencing frequent low flow alarms. The patient was at the hospital and was hemodynamically stable at the time of downloading the data. The patient was unable to sleep during the night. A transthoracic echocardiographic evaluation revealed that the septum was on the midline and there was no evidence of device suction. The aortic valve was opening on every cycle. On transesophagial ecocardiography there was suspicion of a few microemboli <5mm around the inflow cannula and pannus around the cannula. The flow rate at the outflow cannula was 0,67 m/sec. There was no evidence of device thrombosis on the outflow cannula on computed tomography angiography. Two episodes of tissue plasminogen activator (tpa) infusion with 5 day interval for the possible thrombosis inside the inflow or outflow cannula. On control transthoracic echocardiography there was no thrombus around the inflow cannula. There was still low flow alarms frequently. The maximum and miminum rpm was tried under echocardiography but could not solve the low flow alarm. The patient was placed on the urgent waiting list for a heart transplant and was waiting for the transplantation at the ward.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Correction b3: event date is 09jun2022. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. Additionally, review of the log file provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. The submitted log file contained data from (B)(6) 2022. Persistent low flow hazard alarms were captured throughout the entirety of the file due to the estimated flow decreasing below the low flow threshold of 2.5 liters per minute (lpm), to a range of 2.0-2.4 lpm. No other notable events or alarms were observed. Despite the decrease in flow, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters and explains that pump flow is estimated from pump power. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition such as hypertension. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2022 and was experiencing frequent low flow alarms.